Event description:
It was reported the patient¿s lead was repositioned on (B)(6) 2014. The patient had a complex pain position and had been reprogrammed after implant.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), product type: lead; product ID 3777-75, serial# (B)(4), product type: lead. (B)(4).